Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Further investigation study: the review of the documentation associated to the manufacturing process indicates that all devices with work order 3455777 were released in accordance with the current manufacturing procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was found a split in patch area (ss) which is considered as workmanship according the qa199.04. This finding is not related with the reported event. A review of the current risk documents was performed, and the event of split in patch area is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is not an adverse trend for this type of event (only pr#(B)(4) in (B)(6)2020) no additional actions are deemed required at this time. The issue with split in patch area will continue to be monitored and corrective action taken in the future if deemed appropriate.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated. In additional analysis it is observed: it is observed a split in patch area (ss) separation of patch/shell bond at edge of shell hole. It is out of specification per qa 199.04. A further investigation will be requested to analyze this case. Based on the device analysis the final assessment is: a striated edge broken in the side radius assessed as surgical damage, consist with use of a surgical tool. Observed a separation of patch/shell bond at edge of shell hole, not related to the reported complaint.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted and replaced..

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted and replaced..